Event description:
It was reported that this health care professional (hcp) wanted a review of reports for this right ventricular (rv) lead. Technical services (ts) reviewed the reports and noted that there were noisy signals in a signal artifact monitor (sam) episode on all channels, which switched the minute ventilation (mv) vector. The noisy signals were also oversensed in an atrial tachy response (atr) episode that resulted in pacing inhibition for this lead. Consequently, the patient experienced an asystole. Ts provided additional insights the other reports. The lead remains in use. No additional adverse patient effects were reported.